Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: separated guide wire requiring surgical intervention. Device issue: separated guide wire. It was reported that two guide wires from another company were engaged in the left anterior descending and the left circumflex, and an attempt was made to deliver the bmw universal ii as a protection. During the attempt the wire was torqued clockwise and the other direction many times due to calcification. Suddenly the tip spun around and became entangled by itself. The guide wire was pulled to loosen the entanglement, but the tip (approx 3 cm from the distal end) had separated even though there was no force during pulling. The physician wanted to attempt to compress the separated tip with a stent; however, during predilatation of the mid first diagonal with another company's balloon, a dissection occurred which required treatment and after which it was decided to send the pt for surgery (CABG). The pt experienced a temporary coma after surgery; however, the coma has resolved. The separated tip was unable to be removed during the CABG. No add'l event or pt info is available.

Manufacturer narrative:
Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with no blood or contrast visible. The tip coils were separated 2.5mm distal to the center solder. The tip coils were stretched proximal to the separation for a length of 2.5 mm. The shaping ribbon was separated 5.5 mm distal to the center solder. The shaping ribbon was twisted 1 mm proximal to the separation. The core was separated 1.2 cm distal to the center solder. The separated portions, including the tipball, were not returned. The intermediate coils were pushed distal from the proximal solder for a length of 2mm. There were two bends in the core 66 cm and 68 cm distal to the proximal end of the guide wire. There was a kink in the core 14 cm proximal to the proximal end of the hypotube. There was no other damage noted to the guide wire. The guide wire will be sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.